Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch verio flex meter read inaccurately low compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient informed the cca that the subject meter has been giving issues since she got it in (B)(6) 2021. The patient alleged that at an unspecified time and date the subject meter started displaying an inaccurate low reading of ¿77 mg/dl¿ compared to a reading of ¿115 mg/dl¿ on a relion meter, less than 10 minutes apart from each other. The patient manages her diabetes with metformin 500 mg pills (once a day) and with diet and/or exercise and claimed that she decreased her medicine intake around (B)(6) 2022, due to the alleged issue. After the alleged issue occurred, the patient started developing ¿headache, eyes ache, cloudy view, swollen face and eyes, burning and red eyes¿. The patient indicated that the symptoms started more than one week ago, prior to the call with lfs. The patient denied receiving any treatment for the reported symptoms. During the call with lfs, the patient stated that currently her symptoms were ¿harder¿, and she could not read due to the symptoms. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after decreasing her diabetes medication based on alleged inaccurate low results obtained with the subject meter.